Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw broke during surgery. The procedure was completed using an alternative screw. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned screw was evaluated. The ring on the shaft and the screw support components were found to have fractured, allowing the tulip to disassemble from the screw shaft. The cause cannot be determined, however it is possible that the components broke from excessive force place on the screw by the rod and rod persuader. A review of the manufacturing records did not identify any issues which would have contributed to this event.